Manufacturer narrative:
A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device, and it is solved by the replacement of the component. Moreover, the pcb was cleaned with detergent in order to improve the reset and the pump underwent the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump doesn't turn on - stained display.